Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient presented with confusion. Blood cultures were positive for facklamia bacteremia and the patient was treated with vancomycin then transitioned to levaquin 750 mg for 14 days. The patient¿s confusion resolved with these treatments. On (B)(6) 2019, blood cultures negative. Patient was discharge on levaquin 750 mg until completed. No additional information was provided.